Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a 009300xspt assembly, 9300xsp l/s w/awos t lamp base melted. Additional information received on 15aug2018 stated that there was a smell of a burnt plastic, however, there was no smoke of flames. The patient was not prepped for surgery and no delay in surgery was reported. There was no patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. There were no deviations or non-conformances during the inspection process. The returned 009300xspt light source presents with user identification stickers, the cover is nicked and scratched. The findings are consistent with physical damage due to rough handling. The lamp wire is melted through the lamp base assembly. Insulator is also melted. The power entry module has worn tabs. The ferrite was not adhered to the line filter. The power switch is broken and loose causing to lose power to the unit. In addition, the interlock is bent and broken, the led is not working and the turret is damaged. The reported complaint was confirmed. The actual root cause was undetermined.

Event description:
N/a.